Event description:
The customer reports a visera video system had poor contact. There was no significant delay in the procedure and no patient impact related to this occurrence. Upon inspection of the device, olympus confirmed, there is poor contact due to a locking lever failure that leads to abnormal/absent image.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The user's report of poor contact is confirmed, there is poor contact due to a locking lever failure that leads to abnormal/absent image. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. Based on the following facts found out from the investigation, the alleged event was confirmed; the cause was surmised to be due to a defective socket. However, the investigation could not identify the cause of the socket defect. Olympus will continue to monitor field performance for this device.